Manufacturer narrative:
The investigation could not be performed as the lot number was not provided, the complaint sample was not returned, and consent to contact the patient reporter was declined.

Event description:
Patient reported that she infused with recombinate about a month ago; she said that one of the vials was damaged and therefore she had to used the second vial to infuse. No other details provided. Additional information received on14 nov 2025: can you provide more detail of what specific damage the vial had? Was the vial cracked? Did it not reconstitute? Ans: the patient only stated that the vial lost suction.